Event description:
During a gastric bypass procedure, device would not staple. The device cut a little but it did not staple. The surgeon used another device to complete the case. There were no adverse consequences to the patient.